Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.

Event description:
The event is reported as: alleged issue: peel pack is not peeling off packaging. It is ripping. In removing the catheter from the package, it touches the outside of the packaging, rendering it unsterile and unusable. No patient involvement.